Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2016 and a reservoir was connected to a drain. During the procedure, the reservoir was unable to lock after draining fluid. There was no adverse consequence to the patient. Additional information was not provided.